Manufacturer narrative:
A4): patient''s weight unk. B6): medical tests/laboratory data unk. B7): other relevant history unk. The device was discarded, thus no investigation could be completed. Vessel perforation, cardiac perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to cied system/pocket infection, in which the generator eroded through the patient''s skin. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics 14f glidelight laser sheath, the ra lead was extracted successfully. Working to remove the rv lead, the glidelight encountered stalled progress at the middle of the lead''s superior vena cava (svc) coil, so the physician upsized to a 16f glidelight. Advancement was made to the end of the lead''s svc coil when the patient''s blood pressure dropped. Rescue efforts began, including administration of blood products, chest compressions, preparations to utilize rescue balloon, and sternotomy. An svc/ra junction perforation was discovered and repaired; however, the patient died on the table. This report captures the 16f glidelight in use in the area when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4): patient's weight obtained. B6): relevant tests/laboratory data obtained. B7): other relevant history obtained. G3): additional information received on 03may2023. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.